Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. The customer changed charging supplies, resulting in the pump beginning to charge, and technical support informed the customer about the risk of using non-tandem charging supplies. Technical support arranged to send replacement tandem wall adapter and charging cable via two-day shipping, and no further assistance was required.